Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient experienced failures of delivery failure and pump failure. The patient had injuries of withdrawal and failure of therapy. The date of injury was 2016 and was under investigation. The pump explant was pending. No further complications were reported.